Event description:
It was reported that the insulin pump was not delivering the insulin as programmed. It was stated that the basal and bolus do not match with the daily totals. It was reported that the customer was experiencing high blood glucose for two days, and multiple infusion sets and reservoirs were changed to solve the issue, but ended treating with manual injections until the customer received the replacement of the insulin pump. It was stated that the customer's most recent glucose reading was 11mmol/l, and was treated with a correction bolus and breakfast. Troubleshooting was performed and found that the customer had bent cannulas. Advised that the customer should switch the sides to avoid the development of scar tissue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketing in the united states.